Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022. Pt reported that she has the patient programmer to clear the eri message. Patient services (ps) asked clarifying questions and patient said maybe it was por message. Ps asked patient to connect with the pp and the pp is showing poor communication message with and without antenna. Ps asked patient to connect with the recharger and patient said they are getting eri message on the recharger screen. Ps reviewed por and eri have different meaning. Ps reviewed how to clear the eri on the recharger screen and patient said the eri is not clearing when they press the audio button. Ps recommend patient consult with hcp ofc for next steps.

Event description:
Information was received from a patient (pt) regarding an external device. Ps did not collect serial number of recharger. Ps made an outbound call and left a message for pt to call patient services back. The reason for call was pt reported the por message displayed on their recharger when attempting to turn their stimulation on and the issue began last week and they went with october 10th. Pt was able to clear the por message by pressing the audio key but pt would attempt to turn their stimulation on with the lightning bolt button and they couldn't turn their stimulation on. Pt noted the screen would go back to por. Pt also noted the eri message displayed on their recharger and ps reviewed eri information. During the call pt was able to clear the por message by pressing the audio key but pt would attempt to turn their stimulation on with the lightning bolt button and they couldn't turn their stimulation on. Pt noted the screen would go back to por. Pt did not have their programmer so ps advised pt to contact patient services back when they had their programmer for further troubleshooting. Pt noted they didn't know which one of the two doctors would be assigned to them as their hcp. Dr. (B)(6) was their previous hcp. Pt noted the last time they charged their implant was last week.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.